Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2010; 407458 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were removed due to infection. The system will be replaced in the future. No further patient complications have been reported as a result of this event.